Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the 17ga tuohy needle from standard arrow kit broke inside the patient while the needle was being withdrawn. The bend in the needle was less than 20 degrees and only 2 attempts at insertion were made with the same needle for the epidural procedure on the same patient. The primary concern is regarding needle and 39;s lack of malleability, stiffness and potential of a manufacturing defect that led to breakage of the needle instead of bending of the needle.

Manufacturer narrative:
(B)(4). A device history record review could not be performed as no lot number was provided by the customer. A review of sales history data was performed to obtain a lot number. However, no record could be found. A corrective action is not required at this time as the potential cause of the needle breaking could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. The device history records were not reviewed as no lot number was provided by the customer and no sales history records could be found. Therefore, the potential cause of the needle breaking could not be determined based upon the information provided and without a sample.

Event description:
It was reported that the 17ga tuohy needle from standard arrow kit broke inside the patient while the needle was being withdrawn. The bend in the needle was less than 20 degrees and only 2 attempts at insertion were made with the same needle for the epidural procedure on the same patient. The primary concern is regarding needle and 39;s lack of malleability, stiffness and potential of a manufacturing defect that led to breakage of the needle instead of bending of the needle.